Event description:
It was reported that the programmer was unable to interrogate two separate implanted devices in two different patients, despite the correct software being loaded. When interrogation was initiated from the "find patient" button, the programmer displayed an error message. When interrogation was initiated via an alternative means, the ECG (electrocardiogram) was displayed correctly, with r-wave measurements and an observation that 40 seconds of ECG had been recorded, but the diagnostics were not visible. It was noted that the problem appeared to be only intermittent, as other devices were successfully interrogated. The issue was resolved when a different programmer was used to complete the interrogation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.